Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose level was 115 mg/dl. The customer states alarm did not occur during the rewind. The customer tried performing self-test and nothing happened. The customer declined replacement. The insulin pump will be returned for analysis